Event description:
While using the synthes plating system matrix midface (tray 1) and implanting the 04.503.223 6mm screws, the surgeon reported that "the screw head broke off of one of the screws, and 2 others had the thread partially shear off." We were unable to keep these pieces as they were very small and were suctioned sway. These 3 screws were therefore only partially implanted per the surgeon.